Event description:
It was reported that during a procedure to reopen the right distal sfa, the stent graft did not deploy. The approach taken was up and over, using a 9f introducer sheath and a guide wire, the tracking path was 50+cm. The anatomy was only tortuous at the aortic bifurcation and there was no difficulty advancing the delivery system to the target lesion. The stent graft failed to deploy, so the system was removed and the procedure was completed with a different stent. There was no injury to the pt reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Sample was received and evaluated. The safety clips were missing. The tb adapter and 2-way stop cock were open. The distance from tb adapter to pin vise handle was 130 mm. The stent graft was partially released for 3mm. The inner catheter and filling material protruded 8mm from the tip. The outer sheath was torn off at the catheter reinforcement and elongated in the area of the tear off. The tear off site shows tool marks. The complaint is confirmed. However, based on the info available, the root cause cannot be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectivenss of this device for use in the vascular system has not been established.